Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was over 800 mg/dl at the time of incident. The current blood glucose was 521 mg/dl. The other relevant blood glucose level was 570 mg/dl and 800 mg/dl. The customer also stated that they experienced low blood glucose of 50 mg/dl to 60 mg/dl. The customer experienced symptoms such as does not feel well. Troubleshooting was performed for high blood glucose and under delivery. The customer was treated with bolus for high blood glucose. The customer was treated with food for low blood glucose. The insulin pump will be returned for analysis.